Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04535 & 3006705815-2019-04534. It was reported that the patient experienced acute respiratory failure with hypoxia after being discharged post implant procedure. Reportedly, the patient fell due to copd exacerbation. As a result, the patient was admitted to the hospital. Patient has since been discharged.